Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported foreign matter was found in the pegasus pnk 20gax1.16in prn-capy non-pvc extension tubing while flushing after the penetration. The following information was provided by the initial reporter, translated from (B)(6) to english: "the nurse found that there was foreign matter in the extension tubing during flushing after penetration. The catheter was removed immediately."

Event description:
It was reported foreign matter was found in the pegasus pnk 20gax1.16in prn-capy non-pvc extension tubing while flushing after the penetration. The following information was provided by the initial reporter, translated from chinese to english: "the nurse found that there was foreign matter in the extension tubing during flushing after penetration. The catheter was removed immediately."

Manufacturer narrative:
H.6. Investigation: a device history review was conducted for lot number 8325791. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Additionally, composition testing of the foreign material determined the identity to be human skin. Unfortunately because the foreign material was not identified until the device was already in use, the root cause for this complaint could not be determined at the conclusion of our review.